Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, an xt clip was inserted in the mitral valve. While implanting the xt clip, it was suspected that a tear occurred on the posterior leaflet. While retracting the clip back into the left atrium, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred. The physician decided to reposition and deploy the clip. An additional nt was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. Although the clip remained in the chordae, it was able to grasp both leaflets, reducing mr to a grade of 3. After the procedure, the physician decided to move to balloon pump therapy due to the patients pressure. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught in chordae was due to procedural circumstances. The cause of the reported cardiogenic shock was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6. Code 4582 was removed and code 2262 was added.